Manufacturer narrative:
Iris field service engineer evaluated the instrument and observed air in tubing between the color clarity and specific gravity module (cgm) and the probe. The fse replaced the tubing between the cgm and the porbe to correct the issue. The fse ran controls which passed and system was operational. (B)(4).

Event description:
The customer reported they are failing ca quality control for bilirubin. There were no erroneous results generated or reported out of the lab.